Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea ventilator was giving 4 or 5 different alarms such has high positive end-expiratory pressure (peep), high peak inspiratory pressure (pip), and low minute ventilation (ve). There is no information on patient involvement at this time.